Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/21/2016. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and visual inspection was performed at 10x microscope magnification. Fibers/particles were observed on lens related to the handling the lens in a non-sterile environment. One of the haptic was observed slightly distorted. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown. Implant date: if implanted, give date: not applicable, as the lens was not fully implanted and was removed and replaced in the same procedure. Explant date: if explanted, give date: not applicable, as the lens was inserted and removed during the same procedure. Sec(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model z9002 lens was removed from the eye because it was implanted upside down. The posterior capsule broke. The incision was enlarged and vitrectomy was required. An anterior chamber lens was then implanted.